Event description:
It was reported by service report that the head left siderail was smashed and broken in half. The inner and outer panels were cracked with sharp edges present, and the damage would allow for fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken siderail hoop with fluid ingress potential. Head left inner and outer cracked panels with sharp edges.